Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that their ¿ptm device hangs up at 90% and it drops them insane and they are ready to "explode" by the time they finally get it to work; it takes forever¿. The patient stated that they had called before, and it seemed to help for a moment, but it did not help afterward. The agent reviewed data and assisted the patient in deleting the data and the patient was able to connect to the pump without any lag and successfully deliver a bolus. The patient stated seeing a lockout screen indicating a two-hour lockout period. The agent reviewed information on how to properly close the application. Boluses per day: 4.

Event description:
Information was received from a consumer via company representative regarding a patient with an implantable pump containing unknown drug. It was reported that patient services transferred a patient who indicated the finding the pump implant with the communicator via myptm app take a long time and it gets stuck on 90%. It was mentioned that the patient called about myptm issue in the past and they did something in settings to resolve the problem. The steps taken to resolve the issue was the caller was advised to go under settings > apps >force quite both myptm and mcm app. Advised the caller to go under settings > apps > clear cache from myptm application and communication manager to address the myptm app getting stuck at 90%. Advised the caller to give it a try and give us a call back if the issue returns during the next bolus schedule. It is unknown if the issue has been resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) receiving unknown medication via implanted infusion pump indicated for non-malignant pain. It was reported that the patient was experiencing a connection lag where it got stuck at 90%. The patient expressed their frustration that they're having this issue and stated, "I had this like 3 yrs ago the first year it didn't do this, the last year when it started it". Bolus: 4/day version: 2. The agent reviewed information and assisted the pt in deleting the data. Pt was able to connect to the pump with no lag; pt was locked out. Pt mentioned they're able to write down the steps to delete the data. No further information was reported.